Manufacturer narrative:
Cmpl (B)(6). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2024. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. The cgm reading was 60 mg/dl and the bg reading was 170 mg/dl. The patient had a medical intervention on (B)(6) 2024 with the same transmitter and sensor. The patient went to the emergency room by herself and was diagnosed with dka. The patient declined to provide any additional information about the event. At the time of the report the patient was stable. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.